Event description:
The patient had the lumbar drain removed at the bedside by the neurosurgeon with evidence that the catheter tip had transected longitudinally in multiple pieces. CT revealed a radiopaque foreign body within the spinal cord at level l2-l3 with multiple projections extending inferiorly. The patient was taken for a laminectomy.